Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that the battery cap had stripped threads, and there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the battery life complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of short battery life, voltage drops and multiple battery alarms. There was no visible damage to the battery compartment, but there was evidence of moisture in the battery compartment. The ¿coin slot¿ at the top of the battery cap was damaged. The battery cap was able to secure onto the pump. There was moisture on the underside of the battery cap. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The leak test failed due to a cracked pump case. Unrelated to the initial complaint, the pump case was cracked, and the display screen was dim and discolored.